Manufacturer narrative:
One cadd solis vip pump was received for the evaluation of a reported red screen on power up. The pump was received with the smiths tampered seal label missing and minor scratches on the lcd lens screen. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence could not be found in the event log. They were unable to communicate with the pump due to the error. A power up process was initiated, but the device was stuck in upgrade mode and communication failed. The most likely cause of the failure is a corrupted software update process and an incomplete software upgrade attempt. There was no patient involved during the reported event.

Event description:
Information was received indicating that a smiths medical pump had a red screen on power-up . There were no reported adverse events.